Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedance values and normal pacing impedance values. Then a new ICD was implanted, and the impedance values kept high, out of range, but with higher values. During the implanting procedure the pocket was almost closed, lead connection revised and the pocket was closed. The impedance values were still high after attempting to measure in a different room and turning off possible electromagnetic interference sources. As the rv lead is old and it had been showing out of range impedance values, a lead issue was suspected. Additional analysis was recommended in order to determine the origin of the impedance behavior. The rv lead remains in service. The physician is going to try to schedule a lead extraction and reimplant, however the date has not yet been determined. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedance values and normal pacing impedance values. Then a new ICD was implanted, and the impedance values kept high, out of range, but with higher values. During the implanting procedure the pocket was almost closed, lead connection revised, and the pocket was closed. The impedance values were still high after attempting to measure in a different room and turning off possible electromagnetic interference sources. As the rv lead is old and it had been showing out of range impedance values, a lead issue was suspected. A possible lead fracture upon pocket manipulation during generator change was suggested. After several weeks, the lead was explanted, and a new rv lead implanted. As the new lead had a different port connection, a new ICD had to be implanted in this new procedure. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil. Resistance test was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests showed conductor resistance measured as an electrical open, indicating a fractured or broken conductor. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedance values and normal pacing impedance values. Then a new ICD was implanted, and the impedance values kept high, out of range, but with higher values. During the implanting procedure the pocket was almost closed, lead connection revised, and the pocket was closed. The impedance values were still high after attempting to measure in a different room and turning off possible electromagnetic interference sources. As the rv lead is old and it had been showing out of range impedance values, a lead issue was suspected. A possible lead fracture upon pocket manipulation during generator change was suggested. After several weeks, the lead was explanted, and a new rv lead implanted. As the new lead had a different port connection, a new ICD had to be implanted in this new procedure. The explanted rv lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedance values and normal pacing impedance values. Then a new ICD was implanted, and the impedance values kept high, out of range, but with higher values. During the implanting procedure the pocket was almost closed, lead connection revised, and the pocket was closed. The impedance values were still high after attempting to measure in a different room and turning off possible electromagnetic interference sources. As the rv lead is old and it had been showing out of range impedance values, a lead issue was suspected. A possible lead fracture upon pocket manipulation during generator change was suggested. After several weeks, the lead was explanted, and a new rv lead implanted. As the new lead had a different port connection, a new ICD had to be implanted in this new procedure. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil. Resistance test was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests showed conductor resistance measured as an electrical open, indicating a fractured or broken conductor. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil. Resistance test was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests showed conductor resistance measured as an electrical open, indicating a fractured or broken conductor. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. Correction of impact codes, h6 field. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedance values and normal pacing impedance values. Then a new ICD was implanted, and the impedance values kept high, out of range, but with higher values. During the implanting procedure the pocket was almost closed, lead connection revised and the pocket was closed. The impedance values were still high after attempting to measure in a different room and turning off possible electromagnetic interference sources. As the rv lead is old and it had been showing out of range impedance values, a lead issue was suspected. Additional analysis was recommended in order to determine the origin of the impedance behavior. The rv lead remains in service. The physician is going to try to schedule a lead extraction and reimplant, however the date has not yet been determined. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.